Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented with following pre-op diagnosis: herniated lumbar disk, l5-s1 on the left; far lateral and intraforaminal. The patient underwent following procedures: partial bilateral hemilaminectomy, l5-s1 on left with facetectomy at l5-s1 on the left with excision of herniated lumbar disk, l5-s1 on the left with transforaminal posterior lumbar interbody fusion l5-s 1 using interbody space with bone morphogenic protein and local bone graft, with transpedicular fixation, l5-s 1 bilaterally with m8 multiaxial screws. As per operative notes,¿ a spacer was then selected, 12 x 20 mm, and was filled with bone morphogenic protein soaked in a collagen sponge. It was introduced into the interspace well across the midline. The bone which had been removed from the lamina and the facet joint was ground up and introduced into the disk space around the spacer.¿ no intra-operative complications were reported.